Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received the patient's admitting diagnosis was unstable angina. It was not an emergent procedure. There was no pre-existing clot noted during the initial procedure and the patient does not have a history of blood clotting disorders. The patient is not immunocompromised. The lesion treated was 85-90% de novo in the mid rca of 20-22mm in length. One stent was implanted but the area was in a location where the vessel was intramyocardial. Myocardial bridging was not noted. There was no difficulty in wiring or accessing the vessel during the initial procedure. The lesion was pre-dilated with a 15mm. The 3.5x33mm cypher select + stent was deployed at 14 atm with good wall apposition of the stent. Stent to vessel sizing was 1:1. There was no indication of vessel dissection. Post-dilatation was performed with a 10mm balloon at 16-18 atm. There was no disease distal to the stent. Ivus was not done. Some 8100 units of heparin were used during the procedure and a loading dose of 600mg clopidogrel. Gp2b3a's were not used during the procedure. Post-procedure regimen of antiplatelet therapy was dapt and to which the patient was compliant with taking. The patient returned 10 days later with an inferior wall mi that was treated with repeat pci. The patient's status was good following the treatment. Acts were greater than 250. Concomitant medications ((B)(6) 2010): 8100 units of heparin were used during the procedure and a loading dose of 600mg clopidogrel. Post-procedure regimen of antiplatelet therapy was dapt.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device was indicated as available for testing and evaluation but clarification is pending. Additional information is pending regarding the initial and subsequent procedure and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrections made to that the patient's medical history included hypertension was noted in error. However, the patient did have high cholesterol. The response received also provides a different size product but multiple unsuccessful attempts were made to clarify this, the date of the event and if myocardial bridging was present in the vessel treated. A (B)(6) patient experienced a myocardial infarction due to stent thrombosis approximately 10 days post implantation of a cypher stent. The stent was observed. It had fractured. Re-pci was conducted and the event resolved. The indication for the index procedure was unstable angina. The lesion treated was 85-90% de novo in the mid rca of 20-22mm in length. The lesion was pre-dilated before a 3.5x33mm cypher select + stent was deployed at 14 atm with good wall apposition of the stent. Stent to vessel sizing was 1:1. Post-dilatation was performed with a 10mm balloon at 16-18 atm. There was no disease distal to the stent. Ivus was not done. Medications prescribed at discharge included aspirin and clopidogrel which the patient was compliant with taking. The patient returned 10 days later with an inferior wall mi that was treated with repeat pci. The patient's status was good following the treatment. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Based on the information available, it is not known what factors may have contributed to the events, however there are possible vessel characteristics (long lesion) that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
As reported by marketing affiliate, the stent (cypher select + 3.00x33mm) fractured due to which there was an occurrence of stent thrombosis.